Manufacturer narrative:
E1: (B)(6). Address line 1 (B)(6) hospital". H3: one device was returned for repair. Visual inspection found the downstream occlusion (dso) seal was damaged. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Review of the event history log was not applicable. The customer's problem was duplicated through functional testing. The dso seal was replaced to correct the primary problem.

Event description:
It was reported that the pump presents the rubber membrane covering the distal occlusion sensor cracked. The problem was seen during an inspection and there was no patient involvement.